Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead it was not possible to find a suitable position as amplitudes appeared low and high thresholds were noted. A new system was used and this ra lead was disposed to avoid a prolonged procedure and possible infection. No adverse patient effects were reported.